Event description:
I wanted to reach out to you to inform you of a situation we have encountered with our 20ml baxter syringes. Our team noticed some "condensation" in the empty syringes and brought it to leaderships attention. We contacted baxter and they stated that the syringes should be dry and to send them in for testing. The substance is an oily substance when touched, most likely a lubricant that is used during the mfg of the syringes. Due to potential infection control concerns, we sequestered these (and all others with the same condensation) and requested a new supply. All other supply sent from cardinal has been the same lot / exp date and has the same condensation in the syringes. We have continued to have conversations with baxter and they will not commit if there is an issue with the syringes and they are performing testing. They are not doing a recall at this time either until they finish their testing. Fyi - the amber syringes had the same issue as the clear. It is unk at this time what the substance is or if there is any risk but we are being extra diligent. (B)(6), access number: (B)(4).